Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus element mr, ous, 3.0 x 24 mm stent delivery system (sds) was returned. A visual examination of the stent determined that the stent was separated and detached from the sds. The stent was severely damaged with the struts stretched the entire length. The promus element manufacturing process has controls in place to confirm stent securement prior to shipping. The stent outer diameter was measured and the maximum stent profile of the complaint device at the time of manufacture was within maximum crimped stent profile measurement. A visual examination found the balloon cones were relaxed and appeared to be subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 mm promus element ¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was observed that the stent was detached. The device was removed as a whole all together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.